Manufacturer narrative:
Product complaint # (B)(4). This report is for an unknown - nail head elem: tfna helical blade /unknown lot number. Without the specific part number, the UDI number and 510k number is unknown. Without a lot number, the device history records review could not be completed as no product was received. (B)(4). Investigation summary product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. "Ble" for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during the case 1 of 7: the surgeon advised the director of medical affairs, while providing him with data to use in a discussion on tfna, that of the 160 tfna nails in his study, he has had seven (7) screw/blade cut outs. Concomitant device reported: unknown nail (part # unknown, lot # unknown, quantity 1), unknown end cap (part # unknown, lot # unknown, quantity 1), unknown, locking screw (part # unknown, lot # unknown, quantity unknown). This complaint involves one (1) device. This report is 1 of 1 for (B)(4).